Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled into the syringe during aspiration. The sheath had been placed into the left atrium and a mapping catheter was inserted. Aspiration was then performed and only air was seen. They removed the mapping catheter and were able to aspirate the sheath successfully; however, when the mapping catheter was reintroduced, they once again only saw air during aspiration. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received by boston scientific and is awaiting analysis.

Manufacturer narrative:
Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during a pulse field ablation (pfa) procedure using a faradrive sheath air was pulled into the syringe during aspiration. The sheath had been placed into the left atrium and a mapping catheter was inserted. Aspiration was then performed and only air was seen. They removed the mapping catheter and were able to aspirate the sheath successfully; however, when the mapping catheter was reintroduced, they once again only saw air during aspiration. The sheath was replaced with another faradrive, and the procedure was successfully completed. No patient complications were reported as a result of the event. The sheath has been received for analysis.